Manufacturer narrative:
The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. As received, the specimen consists of one each 300-014 thruway guidewire; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presents extensive bend and coating damage scattered over the length of the device. The specimen also presents a detached distal coil segment and approximately 1.6cm of the core wire. The core wire presents indications of a ductile, tensile overload fracture and the distal coil proximal joint presents indications of tensile shear as the coil unraveled from the solder joint. Several areas of coating removal also present ablation and polishing of the underlying metallic core wire. No other damage or inconsistencies are noted to the specimen at this time. The remaining joints appear to be correct and intact by visual examination and by non-destructive testing. As stated in the thruway instructions for use under the precaution section: "do not torque, advance or withdraw the guidewire if significant resistance is felt. Torquing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, procedural and/or clinical factors appear to have impacted on the event as reported. At the time of this report the event date is unknown. If there is any further relevant information provided a follow up medwatch report will be submitted.

Event description:
Event description: catheter primed and inserted over a .014 thruway wire through a 7fr/45cm terumo destination sheath. During an athrectomy pass 'blades down' the device seemed to "bog down" and would not advance any further over, when he attempted to 'rex' back, the device was stuck on the wire. Md pulled wire and device out, reworked the lesion and a new device was opened. Patient had no issues and was stable throughout the procedure.